Event description:
The pump was returned for investigation. Evaluation revealed that the battery cap threads are stripped. This report is made based on results of investigation completed on 01/07/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: a test pump used to complete investigation. Evaluation revealed that the threads on the battery cap were stripped. Investigators were unable to fully tighten battery caps to the pump. Battery cap contact height and width was within specifications. (B)(6).